Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a stent moved on the balloon and removal difficulty occurred. Vascular access was obtained via the left femoral artery to the right common iliac artery with a 6f non-bsc introducer sheath. The concentric, de novo, 95% stenosed target lesion was located in the severely tortuous approximately 70 degree bend and moderately calcified right external iliac artery. After ivus was performed, the target lesion was dilated with a 6mmx20mm non bsc balloon catheter. A 8.0x30x75cm express ld vascular stent delivery system (sds) was advanced but did not cross the lesion due to the tortuosity of the vessel. During withdrawal of the express ld vascular sds into the sheath, the stent came into contact with the "lesion" and moved on the balloon. The express ld vascular sds was withdrawn from the right external iliac artery to left external iliac artery but was difficult to remove from the patient so the stent was deployed in the left external iliac artery and dilated with a 2mmx20mm non-bsc balloon catheter. The procedure was completed with a 8mmx40mm non-bsc stent deployed in the right external iliac artery. No further patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not returned; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).